Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation results of side car - rx pushback. A visual examination of the returned device found the basket to be fully retracted and closed. Additionally, the distal end of the side car-rx was torn and presented pushback out of specification. The evaluation concluded that the condition of the returned unit found the side car-rx presented pushback out of specification. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited, therefore, the most probable root cause is ¿operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02819 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-02820 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid ¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the devices were checked and no visual damage was noted prior to use. After a couple of passes were made with the basket, the physician attempted to re insert the basket through the common bile duct, however, the physician noticed that the basket tip was not fully retracted in the sheath. The physician attempted to fully retract the basket, however it would not go all the way back into the plastic sheath. The device was removed, and it was noted that the plastic sheath was fine, however, 1cm of the basket would not retract into the sheath. A second trapezoid basket was used and was able to crush the stone, however, the basket would not retract fully into the sheath, about 1cm of the basket would not retract. The plastic sheath was noted to be fine. The device was removed, and an extractor balloon was then used to successfully remove the stone, thus, completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine." This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.